Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that shortly after implant, the lead was found to have perforated the heart, and was causing phrenic nerve stimulation with exit block. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.